Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/02/2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone to obtain additional info. The pt reported that the alleged power issue began on the morning of (B) (6) 2010. The cca noted that the pt manages her diabetes with insulin (self-adjuster); however, it is not known what action the pt took regarding her diabetes management as a result of the alleged issue. On the morning of (B) (6) 2010, the pt reported becoming incoherent and having had a "diabetic reaction". The pt claimed her daughter treated her with food and/or drink in response to the symptoms. At the time of troubleshooting, the cca noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.